Event description:
A nurse reported that vitrectomy probe had normal cutting and poor aspiration before vitrectomy surgery. The surgery was completed on the same day. There was no patient harm. Additional information was received from nurse that vit probe spit bubbles.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests, no bubbles were observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria, three photos attached to the complaint were reviewed by the investigation site. Each photo shows a pouch label with same product and lot number as reported. The returned sample was found to be conforming, therefore aspiration failure and probe spit bubbles as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that leakage was occurred from tubing before vitrectomy surgery. There was no harm to the patient.